Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical test confirmed high current drain from the hybrid. An anomalous capacitor was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented for replacement of the implantable cardioverter defibrillator (ICD) due to suspected premature battery depletion. The device was explanted and replaced. The patient was stable.